Event description:
During balloon angioplasty, an aviator balloon was used over a spartacore wire and the balloon broke. Snaring procedure was attempted but was unsuccessful and when trying to remove, the spartacore wire remained but the balloon came out partially along with the sheath. Manual pressure was held but the wire was extending outwards from the right femoral area. Pt was brought to the operating room for a right femoral artery exploration. Stat labs and type and cross were done pre-operatively. The surgery was done and the spartacore wire had become knotted in the vessel. The wire was removed and the surgery was successful.